Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the leads were explanted and were discarded by accident by the ¿pi.¿ no further complications were reported or anticipated.

Manufacturer narrative:
Other applicable component(s) are: product ID: 977d260, lot# va1mxu9008, product type: screening device. Product ID: 977d260, lot# va1mxu9007, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a trial patient. It was reported that the trial lead (8-15) failed. The trial lead was implanted in the patient but interrogation revealed the lead only produced two connected contacts per the manufacturer representative. It was also reported that one electrode was "out" and the remaining contacts produced "caution codes" per the manufacturer representative. The trial lead was explanted and a second lead was attempted on (B)(6) 2018, but the patient could not tolerate the replacement procedure. It caused significant pain. X-rays were performed for placement of the 0-7 lead at the t9-t10 space. It was difficult to obtain the x-ray. The second lead was removed and the patient left the treatment room with only one, 0-7 trial lead. The etiology of the patient unable to tolerate the lead had a causal relationship with the trial lead implant and lead. The patient was exited from the study. The outcome was recovered and resolved on (B)(6) 2018.

Manufacturer narrative:
Product ID: 977d260, lot# va1mxu9008, product type: screening device; product ID: 977d260, lot# va1mxu9007, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative. It was reported that the device issue was only with the patient¿s first lead that was initially implanted. No further complications were reported or anticipated.